Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver was evaluated and replaced. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that on startup, the system displayed an ad channel 3 error and the system would not boot. There is no report of death or serious injury.